Manufacturer narrative:
(B)(4).

Event description:
It was reported device interrogation revealed the patient received inappropriate shocks due to svt and was admitted to (B)(6). The patient condition was stable. During a follow-up visit at the clinic, programming changes were made.